Manufacturer narrative:
Co has completed their investigation of the MDR incident listed above &, after testing the device, have not been able to verify a device malfunction which could have contributed to this event. Co concludes that the alleged inaccurate results may have been due to user error, improper meter cleaning/maintenance, or some unknown anomaly. At this point, co's investigation of this matter is closed.

Event description:
Sometime in march, the pt, a iddm, began vomiting just after arising for the day. Within 20 minutes, the pt was so weak, she could not "lift her hands or arms." The paramedics were called and upon arrival, tested the pt on her one touch ii meter with a result of 153 mg/dl. She was transported to the hospital where approx 30 minutes later, a lab result was about 700 mg/dl. She was placed on an IV and 8 hours later admitted to ICU (diagnosis unk). The rptr could not recall any other details of the alleged event. Although the meter is cleaned according to MFR's recommendations, it is cleaned only once a month, not the recommended once a week. Quality control tests designed to detect potentially inaccurate results are not performed.